Event description:
Our rep reports that during an arthroscopic knee procedure, the most distal tip of a vapr 90 degree hook electrode broke off into the patient's joint space. The fragment was retrieved from the body, and the repair was completed successfully without further issue or harm to the patient. The user facility is retaining custody of the complaint device.

Manufacturer narrative:
The user facility is not sure if they will be releasing the device from their possession. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices released to distribution. Historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Outside of this hypothesis, no other root cause for the device failure can be discerned. If and when the complaint device is ever received, it will be subjected to a root cause failure analysis, if the results of that analysis differ from the noted hypothesis, the results will be the subject in a follow up report. At this point in time no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.